Event description:
The patient reported ¿high¿ blood glucose levels while wearing the pod on their left arm. The patient mentioned the controller indicated they are receiving insulin, but their bgs have not gone down. The patient¿s spouse noted the patient arm was wet and they smell insulin, indicating leakage from the pod. As treatment, a new pod was placed. Investigation of the pod found a tear in the cannula.

Manufacturer narrative:
Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.4, hardware: iphone15.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.